Event description:
It was reported through a service report that the battery on the power pro was draining after one cycle, and the legs were not working. It is unk if there was pt involvement however, no adverse consequences were reported.